Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The following message was found in the event history log (ehl): pressure increase check infusion line. A premature occlusion was found during functional testing. The customer reported product problem was therefore confirmed. The problem source of the reported product problem was unknown. A root cause was not established. The force sensor and plunger cable were replaced as a preventative measure.

Event description:
It was reported that the medfusion pump was occluded/under delivered. No patient injury or complications were reported in relation to this event.